Manufacturer narrative:
The insulin pump had a pump error alarmed during self test and confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was received with operating currents within specification. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 182 mg/dl at time of incident. The alarm was cleared at the time of call. Insulin pump was returned for analysis.